Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was able to resume insulin with the original cartridge after receiving tips from technical support on preventing altitude alarms.